Manufacturer narrative:
Insulin pump received with blank display due to moisture damaged electronic assembly. Also moisture damaged motor during visual inspection. Insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer called to report that insulin pump was exposed to moisture damage. Customer reported that she accidentally jumped in the pool while wearing her insulin pump. Customer reported that the insulin pump experienced an unexpected restart alarm. No significant events leading to the alarm were observed. Customer's blood glucose reading was 90 mg/dl. Customer reported that moisture can be seen underneath the lcd display screen. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.